Event description:
The complainant has reported that the catheter was torn at the distal pigtail during unpacking. The product was not utilized during the procedure. The procedure was completed with a new (same) device. The procedure was successful. The pt condition reported as good with no ill effects sustained.